Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #. This event is related to MDR # 1810909-2019-00463.

Event description:
The customer reported that he obtained a blood glucose reading of 80 mg/dl on the contour next link 2.4 meter. The paramedics were called, who tested customer's blood glucose on their meter and obtained a reading of 50 mg/dl. The customer had no symptoms of hypoglycemia. No further event details were provided. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer. This report will be submitted under meter information as the test strip information customer provided was unrelated to this event.

Manufacturer narrative:
The customer did not return the product for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next link 2.4 meter and no manufacturing anomalies were found.